Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery, the ophthalmic system displayed a system message. The issue was resolved by changing the cassette and restarting the system. Aspiration was not functioning during the pre phacoemulsification step, and the phacoemulsification tip was possibly blocked. The surgery was completed on the same day by switching to another system, and no patient harm occurred. This report pertains to ophthalmic system involved in the reported event.